Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation of the returned sensor revealed a loss of chemical performance. A review of in-vivo glucose data also confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor due to performance failure. The root cause of the loss of chemical performance can be attributed to oxidation of sensor's hydrogel (chemical component). No further investigation was found necessary for this complaint. As part of resolution, a sensor replacement was offered to the customer.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on 30 january 2023, on day 137 of sensor life. No adverse events were associated with this complaint.